Event description:
It was reported the pt underwent an elective left heart catheterization prior to a scheduled valve surgery via the right common femoral artery. A pre-deployment femoral angiogram was deployed and a 6f angio-seal vip was selected for use. The physician stated that during deployment, while applying tension, the black compaction marker was not seen at the end of the green tamper tube, so add'l tension was applied. The physician then felt the device "give way". The pt felt pain immediately. When the pt was instructed to sit up, the pain abated. Some blood oozed from the site and manual compression was applied to achieve hemostasis. Approx 2 days later, the pt experienced leg pain and went to another hosp. Reduced pulses were diagnosed and the pt was transferred to the initial hosp. The pt underwent surgical intervention for suspected vessel occlusion. The angio-seal was removed from the superficial femoral artery. It is uncertain what components of the angio-seal were removed. The physician was not documented as being trained on angio-seal deployments. Efforts will be made by the rep to provide angio-seal training over the next mos.

Manufacturer narrative:
No prod was returned for eval. Review of the device history record was not possible since the lot # was unavailable. Based on the info rec'd the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU states a complete seal is indicated when resistance is felt and hemostasis is achieved. As a guide, in most cases, a black compaction marker will be revealed. Once hemostasis is achieved, do not tamp or intentionally go beyond the distal end of the black compaction marker in order to prevent anchor deformation and/or collagen tearing. The IFU cautions that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The IFU cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use for the device, e.g., participation in an angio-seal physician instruction program or equivalent.